Manufacturer narrative:
A2) patient age - average patient age: the mean age was 68.3 years. A3a) patient sex - sex of majority of patients involved: 76% were men. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, dissection is listed as a potential adverse event with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 31jul2021) ¿integrated backscatter-intravascular ultrasound and modification of plaque during excimer laser coronary angioplasty¿. The article retrospectively evaluates a study aimed to test the hypothesis that the effect of excimer laser coronary angioplasty (elca) not only vaporizes thrombi and their underlying coronary plaque, but it also changes their quality. A total of 52 lesions in 51 patients were enrolled and analyzed before and after elca with integrated backscatter-intravascular ultrasound (ib-ivus). All lesions were sequentially treated with spectranetics elca laser atherectomy catheters (0.9 mm (10 devices), 1.4 mm (23 devices), 1.7 mm (19 devices)). Cases of procedural failure consist of one (typical) case with remaining coronary dissection at the edge of the stent. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 31jul2021 has been used, the date of publication. Sasaki s et al_2021_integrated backscatter-intravascular ultrasound and modification of plaque during excimer laser coronary angioplasty. Cardiovascular intervention and therapeutics (2022) 37:354¿362. Https://doi.org/10.1007/s12928-021-00797-0 this report captures the dissection that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.